Event description:
It was reported that an implant failed, which lead to an open rotator cuff repair. Multiple follow-up communication with the risk manager for this facility provided a response that no additional information regarding the patient or event will be provided. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The risk manager for the facility stated that no additional information regarding the patient or the event will be provided. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant information is obtained, a follow up report will be submitted.